Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/18/2024, it was reported by an arthrex employee via (B)(4) that an ar-9597-20 angled reamer sleeve, and an ar-9676 angled reamer welded together while reaming the glenoid. This occurred during a reverse total shoulder arthroplasty, the case carried on and was completed successfully with back up parts.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
On 10/24/2024 additional information was provided by an arthrex employee via email who stated that an arthrex rep was present during the procedure and that the patient's bone quality was good.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.